Event description:
Information was received from a healthcare provider (hcp), a consumer, and a company representative regarding a patient receiving lioresal (2000 mcg/ml at 1,890.3 mcg/day) via an implanted pump. It was reported that the patient was in the ER (emergency room) with baclofen withdrawal. Per the hcp, the patient had a recent pump replacement. The hcp was requesting that a local company representative come and check the pump status. Additional information was received from a company representative who reported that the patient was admitted to the ed (emergency department) the evening of (B)(6) 2023 with what appeared to be signs of baclofen withdrawal. The patient¿s family stated that he had a few seizures which they confirmed he was prone to. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient had a routine pump replacement procedure on (B)(6) 2023. During the procedure, the surgeon left the original catheter as is because he was able to successfully aspirate it twice. Once via the original pump and once via the new pump. A priming bolus was done on the new pump due to replacing the old pump and successfully aspirating the catheter. The patient's family confirmed that no issues were observed on that date. On (B)(6) 2023, the company representative interrogated the pump in the ed and the pump showed no issues. Per the attending physician, nobody there managed pumps and he did not want to try aspirating the catheter or doing a single bolus. The staff decided to administer oral baclofen instead and monitor him. They planned to transfer him to the ICU (intensive care unit) that night. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event. Additional information was received from the company representative who reported that they spoke with the patient¿s caretaker on (B)(6) 2023. Per the caretaker, the patient was more stable than on (B)(6) 2023 but was still in the ICU. The caretaker did not know exactly what actions were planned for the patient next, but the caretaker was asked to keep the reporter updated when they had any new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep). It was reported that the rep left a voicemail for the patient to check in, but did not hear back. Rep spoke with the implanting physician and learned that the patient was seen at the facility's neurology clinic yesterday. Rep learned that there were still no issues with the pump when the neurology personnel interrogated it, and the patient had some irregular urine test results.